Event description:
It was reported via repair work order that the side rail will not latch in place due to a non functioning lock spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.